Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the doctor was doing a gastric bypass when the device would not load properly. The needle kept coming off the device. The device failed to it broke could not get it to work or stopped working. There was no harm to the patient. The device was not reprocessed and used on the patient. Another device was used to continue the procedure.